Manufacturer narrative:
Concomitant medical products : product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue of her fragmented leads were not resolved, no one had taken care of it. The patient reported that it had been over a year and no one was taking responsibility to fix it and she had been in severe pain since. The patient reported that the auto insurance refused to fix it and she didn't have health insurance. The patient didn't know what else to do. The patient reported that she didn't know if she could have it in her this long with the machine not working/turned off and the leads fragmented this long inside her body. The patient also reported that she had been having neck weakness, arm numbness and weakness. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient was involved in a rollover accident in 2017. Patient fragmented the leads badly so they were unable to use the stimulator. Patient was inquiring about how long can the stimulator stay turned off in the body and any long term side effects from this if they did not get it removed or fixed. No symptoms were reported and further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from the patient. It was reported that patient has a cervical stimulator and it was fragmented in an accident last year and they still have found nothing to correct it. Patient wanted to know what the possible side effects are because she is having numbness in both arms, neck is weak and she does not know what to do and no one is taking responsibility to correct it. Patient asked for a call back and stated that she was told the stimulator should be turned off for a certain length of time and she is sort of confused now. Additional information was received from the patient adding that the fragmented lead has not been resolved, it has been over a year and she has been in severe pain ever since and she does not know what else to do. The auto insurance won't cover and she has no health insurance. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.